Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for stent placement in the left iliac artery, when the physician commenced deployment, the smart control 8 x 30 mm stent moved/jumped forward covering blood-flow to the right iliac. The stent was not opposed to the iliac artery wall. The physician was said to have had difficulty deploying the stent and that the stent appeared to have folded in on itself at the proximal end. Attempts were made to post-dilate the stent, but failed to open the caudal end of the stent. The patient was assessed post-procedure and the patient had no pain with good/ok flow.

Manufacturer narrative:
The approach for the procedure was ipsilateral. A 6 fr. Cordis catheter sheath introducer was used. The temperature indicator on the pouch was checked prior to use to confirm the black dotted pattern with grey background was visible. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected and prepped properly prior to use according to the IFU with no problems noted. The left iliac target lesion was reported to be: occluded, heavily calcified, and not tortuous. The lesion was not pre-dilated. There was no difficulty/resistance reported advancing the catheter to access the target lesion. No excessive/unusual force was applied. The smart control locking pin was in place during advancement and removed before attempting to deploy. The stent delivery system was advanced past the lesion and then withdrawn back as per the IFU. The handle was held flat and straight outside the patient as per the IFU. The tantalum markers did not open symmetrically. Films were said to be available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.